Event description:
As reported by a field clinical specialist (fcs), a patient originally had 23mm sapien 3 (s3) implanted on 8/24/16. Approximately 5 years post-op the patient presented with a gradient of 40 mmhg and had moderate/severe paravalvular leak (pvl). A valve in valve was performed and a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach was implanted. The valve was post dilated with +2 cc's. Patient had a mean gradient of 7mmhg and mild pvl. Approximately 7 weeks post valve in valve procedure, the patient was symptomatic. The tte showed gradient of 49. Tee was performed and showed gradient of 41.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted new information for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation, component codes and investigation findings. Added new information on b5. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. 3mensio was provided, but the images are irrelevant to the reported event as the 3mensio appears to contain imagery prior to implantation of the sapien 3 valve. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. As the complaint for paravalvular leak and increased gradients were unable to be confirmed, a lot history review is not required. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, and no IFU/training deficiencies were identified. The IFU contains the following information: accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: paravalvular leak or transvalvular leak and non-emergent reoperation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak and increased gradients was unable to be confirmed as relevant imagery/medical record was not provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, approximately 5 years post-op the patient presented with a gradient of 40 mmhg and had moderate/severe paravalvular leak (pvl). Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, insufficient information is available to determine a definitive root cause. However, pvl observed approximately 5 years post-implantation could potentially be due to patient factors (cardiac remodeling). Additionally, if the gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. For this case, limited information was provided; therefore, a definitive root cause is unable to be determined. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.

Event description:
Leaflet thrombosis was not able to be ruled out from imaging. Patient was asymptomatic and recommended to go on anti-thrombotic therapy and have additional imaging should symptoms occur.